Event description:
The account alleged they could not set the bed exit. No patient impact.

Manufacturer narrative:
The technician inspected the bed and found the bed exit functioned as designed. The technician in-serviced the account on the bed exit operations to resolve the issue.